Event description:
It was reported that the patient presented to the hospital for a scheduled generator change out procedure. During pre-op testing the atrial and ventricular leads exhibited low impedance measurements and unacceptable thresholds. The leads were capped and replaced. The patient was in stable condition post surgery.